Manufacturer narrative:
Please retract this MDR 3010215456-2015-28301 as the event was already reported under MDR 2938836-2015-03620.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a gradual rise of pace sense impedance which eventually stabilized. All other measurements were ok. The lead was capped and replaced. There were no reported adverse consequences for the patient.